Event description:
A user facility reports that during intraocular lens (iol) implant surgery, it was noticed that the iol was scratched. There was no patient impact/injury associated with this event.

Manufacturer narrative:
The complaint device was not returned for evaluation, only an empty carton was received. Product history records were reviewed and indicated the product met release criteria. There have been no other complaints reported for this lot of product. No conclusion can be made.